Event description:
Two (2) discordant low immulite 2500 probnp pt results were obtained on two different pt samples. The laboratory had been repeating all probnp results <600 since they had been trouble shooting the system. The repeat probnp results fit the clinical picture for both pts. The initial discordant low results were not reported to the physician. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant probnp results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. Analysis of the instrument and the instrument data indicate that the cause for the discordant probnp result is unk. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Two (2) discordant low immulite 2500 probnp pt results were obtained on two different pt samples. The laboratory had been repeating all probnp results <600 since they had been trouble shooting the system. The repeat probnp results fit the clinical picture for both pts. The initial discordant low results were not reported to the physician. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant probnp results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. Analysis of the instrument and the instrument data indicate that the cause for the discordant probnp result is unk. The instrument is performing within specifications. No further eval of the device is required.